Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that while programming the dbs battery, with the pulse width increased from 120-140, the patient had a seizure. After the seizure the pulse width was lowered from 140-120 and the issue was resolved. It was confirmed the patient was positive for pre-existing seizure. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.